Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged low bg issue could not be verified.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the customer declined troubleshooting with tandem technical support regarding this issue. Additionally, the customer experienced low blood glucose (bg) of 41mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.